Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Patient reported she tore the infusion set tube apart from the luer accidently when she reached for the infusion device. Patient keeps her infusion device in a bra pouch. Pt stated that when she wants to take the infusion device out, she pulls the tube and so far, it never happened that the tube was torn from the luer until now. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for eval.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product by the customer. During the visual inspection, it was confirmed the connector separated from the tube. The microscopic inspection revealed that the tube was torn out. The spot of separation showed characteristics of a strong non-axial tensile stress. The batch documentation was reviewed and no irregularities were found.